Event description:
Allegations of autoimmune disorders, connective tissue disorders, arthralgias, myalgias, chronic fatigue, loss of memory, sleep disturbances, neurological disturbances and/or disfigurement. Right implant allegedly ruptured.